Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. The complaint was due to infection. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left humeral hemi-arthroplasty, dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implantation - left shoulder hemi-arthroplasty about 2 years ago in (B)(6) by dr. (B)(6). The shoulder was infected and some tests were done and dr. (B)(6) found out that the patient had a pseudomonas infection in his left shoulder. The skin was red, slightly edematous and inflamed. After skin incision, it was immediately noticeable that there was pus coming out. Multiple swabs and culture specimen were taken while dr. (B)(6) opened up into the joint. Once in the shoulder joint, dr. (B)(6) used the tuning fork to remove the humeral head and the suture collar, and then he used the big vice grip forceps and slap hammer to take the stem and proximal body out. He put in a zimmer spacer with antiobiotic cement, compounded by some more antibiotic and closed up the joint. His plan is to remove the spacer once the infection has subsided and to put a delta xtend in. Male patient initials (B)(6), aged (B)(6) years old, dob: (B)(6).